Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was dropped hard before the malfunction occurring. The customer reverted to an alternate pump for insulin therapy. Customer¿s blood glucose level was 147 mg/dl.